Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records could not be reviewed as the batch/lot number is unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide an answer for each patient-event: (B)(4) - captures the initial report for "sutures have snapped during cardiac surgery." (B)(4) - captures second procedure. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). How many devices snapped during cardiac surgery? When did the sutures break (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Did this event contribute to any patient adverse event? If yes, please explain. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Provide the source or name and title of external person providing answers to follow-up. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown cardiac procedure in 2025 and suture was used. During the procedure, sutures have snapped during cardiac surgery. Incident happened twice over the last two weeks he said. Dates undefined. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/18/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was reported: I met with the surgeon on thursday (B)(6) 2025 to discuss what happened. No major problems with the patient but the suture itself did snap, twice. It was in heart surgery stitching the aorta so its very complicated procedure and caused the surgeon a lot of hassle to start twice again. The entire batch was removed. No problems since.